Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to the loose hirose fiber connector causing multiple errors on the usm. The fse also had 319 error when installing a new proximal setup joint (suj). The fse had to "jumper" the suj2 fiber to the suj1 and the distal suj to get the usm working and light up. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer had multiple faults on universal surgical manipulator (usm) 1. The intuitive technical support engineer (tse) reviewed logs and confirmed the error codes. The tse had the customer power cycle and hard cycle the patient side cart (psc). Upon start up, the fault cleared, and customer moved forward with the case. The customer called back and reported they were getting ready to dock and start the case but were not getting the voice prompts on the system. The tse viewed system logs and saw errors on usm 1 that the user had recovered. The customer stated they were getting ready to start the case and going to use three usms. The tse recommended that the customer reboot the system or push usm 1 to the side and use the other usms. Call was then disconnected. The customer called back and reported that they were having error with usm 1. The tse verified errors on usm 1. The customer was in the process of rebooting system and planned to move forward with the use of usm 2, 3, and 4. The tse stayed on the line while customer redocked and continued. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The suj was analyzed and found to have an error. During the in-house system in normal mode and failed to trigger 40100. The unit also was tested on the pftp, and it failed on the fiber test pointing to the clock spring. The golden fiber was installed, and the fiber test passed on retry. The original fiber was reinstalled, and the failure returned. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.